Event description:
It was reported to olympus, that the evis lucera gastrointestinal videoscope was returned without any issues. Upon inspection and testing of the returned device, it was noted that there was a foreign object in the nozzle due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. It was noted that the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches observed throughout the device. The paint on the scope cylinder was peeled. The forceps channel port and scope cylinder were shaved. The control unit had discoloration and the adhesive on the bending section rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence of the foreign material was confirmed. However, the identity and definitive root cause of the foreign material could not be determined. It is unknown if the reprocessing was conducted in accordance with the instruction manual. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. While covering the spray valve hole with your finger, depress the valve all the way and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.